Event description:
Patient underwent defibrillator implant. The lead was passed to right ventral outflow tract and pulled back. The lead was dropped to rv and the stylet was pulled back and the lead advanced to rv apex positon was confirmed by fluoroscopy. The lead was held steady and the screw extended by usual burns approx 12. The pt complained of severe chest pain the lead has burned sideways. The screw was retracted and pulled back. A 2nd attempt to extend the screw again caused the lip of lead to burn the pt developed acute tamponade and required emergency pericardiocentesis. I am concerned the design if the new lead with a curve at the end may cause the lead to rotate. When one extends the screw. This causes the perforation. I wonder if one leads the stylet in would prevent this however, this is not mentioned by the manufacturer this pt has a posterobasal aneurysm with ejection fraction of 30%.